Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the earlier surgery with device for urinary incontinence. The patient experienced with recurrent cystitis. On (B)(6) 2010 cystoscopy was performed, where a piece of mesh was found in the bladder. On (B)(6) 2010, the piece of mesh was removed cystoscopically.